Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Impella cp was not stabilized well enough and with the removal of the peel away, the pump was pulled into the aorta. Attempts to correct were unsuccessful. The pump was then explanted. The cause of the positioning issue most likely was use related since the issue occurred during removal of the peel away sheath.

Event description:
The complainant reported that while removing the peel away sheath, the impella cp pump was inadvertently pulled back into the aorta. Attempts to recross the valve were unsuccessful and the pump was ultimately replaced. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.